Event description:
It was reported that during a da vinci-assisted surgical procedure, the field service engineer (fse) was on site to look at another system when one of the robotics leads mentioned errors on 2024-jan-23 and 2024-jan-24 on the integrated electrosurgical unit (iesu). The fse looked at the iesu and noted that most errors were tissue grasping or electrode alignment issues. However, on 2024-jan-23, there were m-11, m-35, c-06, and c-00 errors logged on the unit. The fse could not find the c-00 error in the logs. The fse concluded that replacing the iesu was the best course of action and informed the customer that they would continue to experience intermittent errors until the fse could get parts and swap out the unit. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the integrated electrosurgical unit (iesu) to perform failure analysis. The iesu was analyzed and found to energize, cauterize and recognize all instruments. Review of the error logs confirmed a m-35 error on the iesu.